Event description:
It was reported by an attorney that the patient underwent gynecological procedure on an undisclosed date and unknown mesh was implanted. It was reported that following insertion the patient experienced multiple complications, including erosion, formation of scar tissue, additional surgeries and neurologic compromise to her structures and tissues. No additional information has been provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.